Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference report: 1627487-2019-08637. It was reported that the patient was experiencing a shocking sensation and numbness in both arms. X-ray and CT scan imaging was done and bulging discs were noted by the physician. Impedance diagnostic showed high impedances on the lead extension. As a result, the extensions were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.